Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella cp pump placed to support a patient admitted in with angina. The impella cp was placed and supported for five days. The patient had multiple runs of ventricular tachycardia and was shocked. The patient did have underlying electrophysiological issues. The patient remained stable until the successful wean and explant.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined. B.5 added information that was inadvertently omitted from initial manufacturer device report number: 1220648-2024-20414. H.6 code 4644 was added to health effect - impact code due to information added in b.5 since initial manufacturer device report number: 1220648-2024-20414 was submitted.

Event description:
It was reported that lidocaine drip was initiated.